Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During an atrial fibrillation procedure, communication issues required multiple troubleshooting measures and resulted in the procedure being cancelled. The connection between the ampere generator and the ensite x amplifier was unsuccessful. Both the amplifier and generator were turned on and off multiple times. The fiber optic cable that links the two devices was disconnected and then reconnected but the issue persisted. We tried connecting the amplifier to a different generator but this did not solve the issue. There was no back up fiber optic available so replacing the cable was not an option. The patient was already under general anesthesia, the femoral access and the transseptal were already done. The procedure was then cancelled without ablation being performed. It was noted that the cable and all equipment was working without issues during the previous procedure. At the beginning of this procedure, the nurse had tripped on the cables so may have inadvertently strained the cable at that time. There were no adverse consequences to the patient as a result of cancelling the procedure.